Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. Failure analysis was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. No cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The mother reported via phone call that the customer was experiencing high blood glucose. Customer's blood glucose rose to 19.6 mmol/l with ketones presence. The mother requested to have the insulin pump replaced. The mother agreed to return the insulin pump for analysis.